Event description:
A pt lost in excess of 1 kg of fluid during a dialysis treatment. The pt experienced hypotension unrelieved with 1 liter or normal saline, the treatment was discontinued. The pt was admitted to the ER and received approx 3 liters or normal saline. The treatment documentation indicates the recorded tmp to have been unusually high for he dialyzer and uf rate used during the treatment. The device labeling recommends the operator verify an appropriate tmp. The facility states the machine had passed the pretreatment testing prior to this treatment and again prior to the next treatment. The next pt's treatment was initiated and after 30 minutes the pt experienced hypotension, received normal saline and the treatment was discontinued. The facility machine technician found a broken uf pump outlet spring, replaced the spring and verified proper machine operation. The broken spring was not saved. The pt's treatment was restarted and completed on this machine. The machine has been operating properly since.